Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (15 mg/ml at 6 mg/24 h) via an implantable pump for spinal pain. It was reported that a pump replacement due to normal end of life occurred and the pump connector broke off when the healthcare provider (hcp) attempted to disconnect it from the old pump. That piece was cut off and a new section was added. The pump was primed on the back table, but the new catheter section added was not primed. There were no known external factors and no troubleshooting was performed. The company representative (rep) made calculations and discussed with the hcp that the patient will not be receiving medication during a certain period of time due to the section of the catheter not being primed. The patient has their personal therapy manager (ptm) set at 0.5 mg, as well as oral hydromorphone. The hcp will be following up with the patient. It was unknown if the issue was resolved. The patient's weight and medical history were unknown but the rep would be following up for information. The patient was without injury at the time of the report. Additional information was received from the rep on 2021-02-23 who reported that the patient's medical history and weight were unknown. The catheter was not aspirated at beginning of the case and a new pump section was added. It was not primed (spinal section of catheter contained drug), but the patient did not report any symptoms from this. The patient was doing well after surgery and the issue has been resolved. Additional information was received from the rep on 2021-02-25 who reported that the explanted pump and catheter section were discarded.